Manufacturer narrative:
Initial reporter address1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that a wire fracture occurred. The 80% stenosed target lesion was located in the severely calcified left anterior descending artery. During the procedure, a floppy wire was exchanged for a rotawire. When the rotawire reached the distal, fluoroscopy revealed the distal segment of the wire had fractured. The device was removed using a non-boston scientific microcatheter. The procedure was completed with a different device. The patient remained stable without any complications.